Event description:
It was reported that a cartridge alarm occurred during insulin delivery with multiple cartridges. The customer reverted to manual injections for insulin therapy. Customer's blood glucose ranged from 180-181 mg/dl.

Manufacturer narrative:
Device not returned.